Event description:
It was reported by the pt's attorney that as a result of having the implant, the pt has suffered bodily injuries including extreme pain, erosion of her bodily tissue , significant mental and physical pain and suffering, and has undergone multiple surgeries and revisionary procedures and has sustained permanent injuries. The pt developed induration in the gluteal incision site and was placed on levaquin. On a post operative visit, the pt had a small amount of mesh exposure. The pt developed mesh extrusion on the posterior aspect of the vaginal wall, the doctor excised the mesh.

Manufacturer narrative:
The lot number is unk therefore, no review of the device history record could be performed. The instructions for use which accompanies each device states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification, and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. (B) (4).